Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell, creases fold and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, broken and opening crease smooth on posterior and anterior, wear abrasion, stress marks and missing shell. Base on the device analysis the final assessment is: - a broken crease sharp on posterior assessed as fold flaw opening - a broken and opening crease smooth on posterior and anterior assessed as fold flaw opening. - missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.